Event description:
It was reported that (1) ems was used during a laparoscopic hernia repair procedure. It was reported by the rep that the surgeon fired the instrument, the first time successfully. The instrument fired a staple every other time the firing handle was depressed. Another instrument was pulled to complete the case. There was no consequence to the pt.